Event description:
A malfunction alarm with code "malf 12" was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future use. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump. There was no adverse impact to the customer¿s blood glucose level.